Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. The device was returned with the introducer and pusher for evaluation. The pusher was noted to be broken at the transition. The body coils were stretched and wavy close to transition. The proximal section of the pusher was noted to be within specification. The pusher resistance was not measured to be within limits, and it failed the v-grip continuity test. The pusher was dissected to expose the attachment tether monofilament, and the monofilament was noted to have a stretched tail.. Based on the available information and evaluation of the returned device, the complaint can be confirmed, the root cause cannot be determined; however, the device exhibits evidence that it was subjected to tensile forces that exceeded its strength specifications. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during an embolization treatment, the coil did not detach. Three (3) attempts were made to detach the coil with the controller; however, the coil did not detach. During removal, the coil detached in the aneurysm. There was no reported intervention or patient injury. The patient is reported to be fine.